Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported receiving two no delivery alarms on the insulin pump. Insulin did not exit the tubing during troubleshooting. Blood glucose level was 425 mg/dl at the time of the call. During a follow up call, customer's mother reported that she was able to resolve the issue. No further information was provided.